Event description:
Pulmonary artery rupture associated with use of pulmonary artery catheter reported. The pt was in very critical condition and had a pulmonary artery catheter inserted on some unspecified date. On 01/20/2000, the clinicians were attempting to wedge the catheter and were unable to do so. The cardiology dept was notified, and the cardiology physician overinflated the balloon to 5cc to attempt to get the catheter to wedge. This technique had been previously used successfully by the cardiology dept for pts with distended pulmonary arteries, etc. On 01/24/2000, the nurses noticed that the pt's cardiac monitor showed a wedge tracing, and shortly thereafter the pt's hemodynamic status started to crash, and blood was noted in the pt's endotracheal tube. The pt was coded without success. The pt expired on 01/24/2000. It is unknown if the pt expired related to the ongoing medical condition, or if the product contributed to the pt's death. Multiple attempts for additional pt info have been unsuccessful. No further info is available.